Event description:
Physician reported to a conceptus medical liaison of a patient presenting with continued pain of the left adnexal region. The patient's initial 3-month post essure procedure hsg in 2006, indicated proper bilateral placement and tubal occlusion; however, a follow up pelvic exam, ultrasound (showing equivocal expulsion of left device), and additional lab studies performed in 2007 did not identify the etiology of the patient's pain. A subsequent repeat hsg (one month later) confirmed proper device placement and tubal occlusion. After discussion with patient, it was mutually decided by the physician and the patient that the devices be removed via laparoscopy with (left) partial salpingectomy (one month later). A post operative follow up was conducted six days later and the patient was doing well. The physician also reported that she could not find any other pathology that would explain the patient's symptoms, but would contact conceptus, should there be a change in the patient's status.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.